Manufacturer narrative:
(B)(4). PMA 510(k): this device model is an ife (import for export) therefore 510(k) does not apply. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "the tip of the echoendoscope is quite sharp and leads easily to trauma. Consequently we observed - not unfrequently - small mucosal bleedings which we never had before," involving pentax model eg-3270uk. Pentax medical has not received any further information regarding this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
In an email to (B)(4), dr. (B)(6) professor at (B)(6) stated he had the privilege to test the eg-3270uk system during his four weeks visit in (B)(6) (dr. (B)(6)) and unfortunately the system has significant drawback which is patient safety. "The tip of the endoscope is quiet sharp and leads easily to trauma, consequently they observed-not unfrequently-small mucosal bleeding which we never had before." In a separate email, dr. (B)(6) stated the experience mentioned above as far as he knows was "during the stage of dr. (B)(6) at their unit, just when they received the new scopes and started to use them". Dr. (B)(6) stated he would like to clarify this non-existing problem. He stated "first of all, it is not true that the tip is sharp, is quiet rounded more than the therapeutic scope. Maybe their concern was the space for placing the balloon. It may appear that performing an eus without the balloon, the space between the very tip of the scope and the beginning of the ultrasound part is empty, and thus seems that this is the "sharp" part. This is not complete correct, and even more, by using the balloon, the problem is none, 0". He also stated "that since I started using the 3270uk routinely, we are almost not using the utk for nothing (even the trainees prefer to use the small one in all cases). That means, that I have performed with this scope close to 250 procedures, and 40fnbs. (No complications, none). We have not detected, honestly more mucosal bleeding, at least different to the one we see when using the utk. In fact, no concern at all. Maybe, this impression could have been related to the set-up of the endoscopy, with an increase of red light in this image (however it's better for me, and I am the main user, not trainees), which may give the impression of a non-existing bleeding. Dr. (B)(6) has contacted with me, since we are working together in some projects, and I have clarify all this point". The dr. Concluded by stating there are no risks at all. No concerns. The scope is excellent. Given the above investigation, it is not conclusive as to the cause of the elevator out of ift range. A car was previous issued for the manufacture to further investigate the issue. A device history review was not performed to confirm if the ultrasound gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly since there was no serial number provided. No further information regarding this event has been received from the facility, therefore, pentax medical considers this medwatch report closed.